Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that surgical intervention was undertaken. This electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that analysis of this product was completed.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in delivery of two inappropriate shocks. It was reported that the patient had gained weight following implant. Boston scientific technical services (ts) discussed programming options. An x-ray was taken and defibrillation threshold (dft) testing was performed. Noise was observed in primary configuration during dft testing and external shock therapy was delivered to convert the patient. Shock therapy in secondary configuration was unsuccessful in converting the patient and external shock therapy was again delivered. The results of the x-ray was not yet available. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.